Manufacturer narrative:
The cable, ECG lead, or,5l,aami was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the lead cable with no visual damaged observed. The technician installed the leads into the ECG trunk cable and tested the leads to factory specifications. The technician verified the failure of the leads being defective. An ECG was not able to be established. The leads failed testing. The leads will be retained in the nrc per procedure. H3 other text : n/a.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The lead wires were requested to be returned to getinge's national repair center (nrc) for failure investigation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported by a getinge clinical support specialist. During testing and verification of eight (8) sets of esis leads wires, two(2) sets of wires were bad. One of the bad wires belongs to initial issue reported in complaint (B)(4). Subsequently, at the end of testing, one (1) additional lead wire was found. Out of the eight esis lead wires tested, 5 good ones were attached to the iabps and the other 3 are part of the ones for a back up. Since two were bad are part of the back up stets, we were informed that they will be replaced. For the second bad esos fond, there was no patient involvement, and no adverse event reported.